Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), and first and second degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regiment of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath (lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Left bundle branch block was noted post balloon valvuloplasty. Next, subsequent deployment of a 27 mm lotus edge valve was implanted, involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, electrocardiogram(ECG) revealed sinus rhythm with first degree av block and left bundle branch block. Temporary venous pacemaker (tvp) was maintained post-operatively. Later the condition was worsened and the subject developed second degree av block (type ii). Hospitalization was prolonged and the event was treated medically. 2 days post index procedure, a new dual chamber non-boston scientific (bsc) permanent pacemaker was implanted successfully. During the permanent pacemaker implant procedure the subject was found to have an episode of intermittent ventricular standstill and atrial flutter for which a rv lead was placed. Two days post index procedure, the event was considered recovered.

Event description:
Respond edge post market study. It was reported that left bundle branch block (lbbb), and first and second degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regiment of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Left bundle branch block was noted post balloon valvuloplasty. Next, subsequent deployment of a 27 mm lotus edge valve was implanted, involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, electrocardiogram(ECG) revealed sinus rhythm with first degree av block and left bundle branch block. Temporary venous pacemaker (tvp) was maintained post-operatively. Later the condition was worsened and the subject developed second degree av block (type ii). Hospitalization was prolonged and the event was treated medically. 2 days post index procedure, a new dual chamber non-boston scientific (bsc) permanent pacemaker was implanted successfully. During the permanent pacemaker implant procedure the subject was found to have an episode of intermittent ventricular standstill and atrial flutter for which a rv lead was placed. Two days post index procedure, the event was considered recovered. It was further reported that the first and second degree atrioventricular (av) block events are not attributed to the 27 mm lotus edge valve.

Manufacturer narrative:
A1: patient identifier:(B)(6). E1 initial reporter phone number :(B)(6).

Event description:
Respond edge post market study. It was reported that left bundle branch block (lbbb), and first and second degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regiment of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Left bundle branch block was noted post balloon valvuloplasty. Next, subsequent deployment of a 27 mm lotus edge valve was implanted, involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, electrocardiogram(ECG) revealed sinus rhythm with first degree av block and left bundle branch block. Temporary venous pacemaker (tvp) was maintained post-operatively. Later the condition was worsened and the subject developed second degree av block (type ii). Hospitalization was prolonged and the event was treated medically. 2 days post index procedure, a new dual chamber non-boston scientific (bsc) permanent pacemaker was implanted successfully. During the permanent pacemaker implant procedure the subject was found to have an episode of intermittent ventricular standstill and atrial flutter for which a rv lead was placed. Two days post index procedure, the event was considered recovered. It was further reported that the first and second degree atrioventricular (av) block events are not attributed to the 27 mm lotus edge valve. It was further reported that the second degree atrioventricular (av) block event is now attributed to the 27 mm lotus edge valve.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1 initial reporter phone number: (B)(6). B5: describe event or problem: updated.

Manufacturer narrative:
A1: patient identifier:(B)(6). E1 initial reporter phone number : (B)(6).

Event description:
Respond edge post market study . It was reported that left bundle branch block (lbbb), and first and second degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regiment of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Left bundle branch block was noted post balloon valvuloplasty. Next, subsequent deployment of a 27 mm lotus edge valve was implanted, involving successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, electrocardiogram(ECG) revealed sinus rhythm with first degree av block and left bundle branch block. Temporary venous pacemaker (tvp) was maintained post-operatively. Later the condition was worsened and the subject developed second degree av block (type ii). Hospitalization was prolonged and the event was treated medically. 2 days post index procedure, a new dual chamber non-boston scientific (bsc) permanent pacemaker was implanted successfully. During the permanent pacemaker implant procedure the subject was found to have an episode of intermittent ventricular standstill and atrial flutter for which a rv lead was placed. Two days post index procedure, the event was considered recovered. It was further reported that the first and second degree atrioventricular (av) block events are not attributed to the 27 mm lotus edge valve. It was further reported that the second degree atrioventricular (av) block event is now attributed to the 27 mm lotus edge valve. It was further reported that on the same day post index procedure, the subject's beta blocker was withheld and pr- interval was monitored for the lbbb. The second degree atrioventricular (av) block and pacemaker events are no longer attributed to the 27 mm lotus edge valve as previously reported. Two days post index procedure, the lbbb was considered recovered. Three days post index procedure, the subject was discharged on aspirin.